Event description:
It was reported during an initial implant procedure that the right atrial (ra) lead had dislodged. The ra lead was not used and a new ra lead was successfully implanted on (B)(6) 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event was dislodgement. As received, a complete lead was returned for analysis. Visual examination of the lead found the helix retracted and covered with blood / tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. Analysis was normal. No anomalies were found.